Event description:
It was reported that the customer had his pancreas removed. Customer stated that his blood glucose level was 595 mg/dl at the time of the call. Customer stated that he has pain at the site of the surgery where his pancreas was removed, but the pain was subsiding. Customer's blood glucose level was currently 350 mg/dl. Customer treated with the pump. Customer stated that they do not have a back-up plan. Customer gave himself several boluses. Customer contacted his health care provider and was advised to go to the emergency room if his blood glucose levels do not drop lower than 350 mg/dl in 2 hours. Customer declined troubleshooting for high blood glucose levels. Customer does not feel comfortable with the pump because he saw the insulin stop while bolusing and the pump did not alarm. Customer also stated that he was in the hospital for four days due to high potassium. Customer was also hospitalized for high blood glucose level of 581 mg/dl. No further assistance needed.

Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test, a21 error test and self test. A water filled reservoir and infusion set was installed into the reservoir compartment. Unit then was programmed with multiple boluses and monitored. All boluses delivered and water exited the infusion set. No bolus anomaly or bolus stopped alarm noted. No cosmetic damage noted. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).